Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. A battery compartment crack was found at the case seal below the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the display was dim/discolored. This report is made based on the results of investigation completed on 07/20/2015.